Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that, the axsym troponin-I adv reagent has a broken lid and when the axsym tries to close the lid, it does not close all the way and the probe gets caught in the lid. There was no impact to pt mgmt reported.